Manufacturer narrative:
This report is for an unknown mono/polyaxial screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2019, the device was delivered as an incomplete kit. The patient was on the surgical table for a poly change and possible revision of the tibial component. A device set was ordered from jhb and instruction was given to skynet to deliver straight to the hospital in the early morning hours. Skynet did not let the hospital sign for receiving theses sets. When the representative arrived, it was found that only 3 of the 4 mbt revision sets were available for surgery. One set was not delivered according to the coordinator and the device kit arrived later. The patient's life was put at risk due to the issue. No further information provided. Concomitant devices reported: unknown kit/sets (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unknown mono/polyaxial screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: g1: manufacturer's contact information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.